Event description:
It was reported that a patient underwent a cardiac ablation procedure and after inserting the carto vizigo into the cardiac cavity, at catheter insertion, air had entered the vizigo sheath, and it could not be removed. The issue was resolved by replacing the sheath with a new one. No air was introduced into the patient. There was no adverse event reported on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).